Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported a patient circuit occlusion, high blower temperature and stalled blower. The remote manufacturer's service technician advised the customer that the unit may have a faulty blower assembly or motor controller (mc) printed circuit board (pcb) and provided part identification for both. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer confirmed the reported issue had been resolved with replacement of the blower motor.